Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handle of the device was sticky and did not function smoothly. The jaws were difficult to open and close. There was no patient injury.

Manufacturer narrative:
One lf1637 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device difficult or impossible to close and device difficult or impossible to open. The reported conditions were not confirmed. The jaws opened and closed properly when the latch was retracted and released. The device jaw was opened and closed multiple times and the alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.